Event description:
A type I endoleak on the left side (location not specified) was noted at the time of the implant procedure. No intervention was performed.

Manufacturer narrative:
The device was not returned for evaluation. Three attempts were made to obtain additional information and medical imaging regarding this case. However, no information has been received. Work order (B)(4) was reviewed and appears complete and correct. The device IFU states: "adverse events that may occur and/or require intervention include, but are not limited to: endoleak." "Inaccurate placement and/or incomplete sealing of the zenith fenestrated aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. Renal artery patency must be maintained to prevent/reduce the risk of renal failure and subsequent complications." It is difficult to determine a definitive root cause. There is no evidence to indicate that the device was not manufactured according to specification. It is possible that one or more of the following factors may have contributed to the complaint: inadequate distal opposition to vessel wall, incorrect sizing, graft not fully conformed to vessel wall, patient factors, procedural factors.

Event description:
A type I endoleak on the left side (location not specified) was noted at the time of the implant procedure. No intervention was performed.